Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications for resistance values during electrical testing. Initial electrical testing indicated short circuits between the tip thermocouple and electrodes 2-4. However, the short circuits were unable to be replicated upon further testing. The device met specifications during occlusion testing and leak testing. In addition, it was unable to be determined whether the reported event could be attributed to the detected short circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event and the short circuits between the tip thermocouple and electrodes 2-4 remains unknown.

Event description:
During the atrial tachycardia procedure, when the catheter was connected to the tactisys, the catheter was intermittently recognized on the ampere generator with an alert appearing intermittently also. The tactisys and the catheter were replaced and the procedure was completed with no adverse consequences to the patient.